Manufacturer narrative:
Additional information : the device was manufactured between 16aug2018 and 17aug2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from unspecified location. There was no patient involvement. No additional information is available.